Manufacturer narrative:
The reported curved ultra fast-fix assembly, used in treatment, was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. T1 is free from the delivery needle and is soiled with human matter. The suture has been cut above the sliding knot. T2 has been advanced to the dimple. The condition of the device suggests the device was used in the patient resulting in the reported pre-deployment and damage to the suture. The instruction for use outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during meniscus repair procedure, when the ultra fast fix package was opened, t1 fall off. A backup device was available to complete the procedure with no delay or patient injuries. Results of investigation have concluded that t1 was free from the delivery needle and was soiled with human matter. The suture has been cut above the sliding knot and t2 has been advanced to the dimple. The conclusions make this a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.